Event description:
During demonstration, the potential customer stated that while riding the unit up an incline, it stalled. Customer released the engager, activating the braking system causing him to flipped backwards. Customer struck head on the ground.